Event description:
Approximately twelve months post hvad implantation, the site reported that the patient experienced power source change in the controller earlier than expected. The batteries were removed from the patient and new batteries were supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The battery has been received and evaluation is still ongoing. Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation.

Manufacturer narrative:
The product was returned; various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional analysis revealed that the battery contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue.